Event description:
Customer reported the administration set split, separated and leaked chemotherapy (paclitaxel) onto the pt and a staff member. The reported separation occurred in the tubing above the pump where the tubing connects to the upper fitment. The user described the broken tubing as having a jagged edge, not a clean break. The user and pt became exposed to the chemo. The pt chemo exposure consisted of chemo spilling onto his clothing. The pt's clothing was removed and the skin under the exposed clothing was washed with soap and water. The chemo exposure to the nurse was on her arm. The exposed area was cleaned with soap and water. No add'l harm reported and no add'l treatment or medical intervention was required. The pt and nurse were reported to be fine. Although requested, no further info was available.

Manufacturer narrative:
(B) (4): the reporter indicated the set was discarded at the facility. The lot number was not identified; therefore, lot history record review could not be performed.